Manufacturer narrative:
It was reported that a resident fell during a transfer from bed to wheelchair using a maxi 500 lift and mlaas2000-m-l1 sling loop. Two staff members were assisted the transfer. According to the customer, one caregiver was operating the lift, the other one was few feet away, not touching the resident. As the resident was anxious and was complaining about sling pinches, it was decided to use cradle (hammock) method for transfer instead of crossing the leg strap loop through each other. According to the staff, the resident had their legs straight and therefore the resident was facing away from the operator of the lift. While being in the sling, the resident moved their legs and slid out over the leg straps and landed feet first onto the floor. After landing on feet, the resident bent at the waist and hit their head on the floor. Resident sustained broken right tibia and mild head contusion. The lift and sling were inspected, and no issue that would lead to a fall was detected. The complaint was analyzed, taking into account the information provided by the customer. Several factors were verified: - application method selected. In the complaint a hammock technique was used. According to the maxi 500 instructions for use (IFU. 001.20815.en), a hammock method "can provide a comfortable cradle for amputee patient. It is also a useful method for patients with contractures, making it difficult to bring a sling strap between the legs". This method is "not suitable for confused, combative or erratic patients as they can fall forward and get injured" in this case, the resident was anxious about the sling and maintained extended legs throughout the transfer. Just prior to the incident, the resident moved her legs and slipped out of the sling. - positioning of the resident away from the lift operator. The complaint states that the resident was facing away from the lift operator, as the resident kept legs straight. According to the maxi 500 instructions for use, the patient should be facing the caregiver during the transfer: ¿turn the patient to face the caregiver, and keep at a normal chair height.¿ this method however does not seem to be a contributing factor in this incident. - one of the caregiver operating the lift and the other not in the position. The complaint states that when the resident moved their legs and slid out over the leg straps and landed onto the floor, the second person was a few feet away (not touching the resident). According to maxi 500 instructions for use "arjo floor lifts are designed for safe usage with one caregiver, there are circumstances that may dictate the need for a two person transfer. It is the responsibility of the caregiver to determine if a one or two person transfer is more appropriate, based on the following: resident's condition (combativeness, obesity, contracture etc.); [...] In the complaint at hand two caregivers were assisting the transfer. However, when the resident moved their legs and slipped out of the sling, the second assistant was not in the position to support the resident. Given the above considerations, it appears that the transfer method chosen for this resident may have played a role in this incident. The use of the hammock method for patient with legs straight and sudden legs movement combined with the second caregiver being a few feet away could lead to this unfortunate event. Arjo device was used for a patient treatment when the event occurred and from that perspective it played a role in the event. The device was performing as intended. This complaint is deemed reportable following the allegation of patient slipping out of the sling and sustaining a serious injury as a result.

Event description:
It was reported that a resident fell during a transfer from bed to wheelchair using a maxi 500 lift and mlaas2000-m-l1 sling loop. Two staff members were assisted the transfer. According to the customer, one caregiver was operating the lift, the other one was few feet away, not touching the resident. As the resident was anxious and was complaining about sling pinches, it was decided to use cradle (hammock) method for transfer instead of crossing the leg strap loop through each other. According to the staff, the resident had their legs straight and therefore the resident was facing away from the operator of the lift. While being in the sling, the resident moved their legs and slid out over the leg straps and landed feet first onto the floor. After landing on feet, the resident bent at the waist and hit their head on the floor. Resident sustained broken right tibia and mild head contusion. The lift and sling were inspected, and no issue that would lead to a fall was detected.

Manufacturer narrative:
UDI# (B)(4). The device is distributed outside the us and no gudid information exists. The investigation is pending verification. Upon finalization, a supplemental report will be provided.